Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the mildly calcified proximal left anterior descending artery. After a non bsc guide wire crossed the lesion, a 2x9mm unspecified balloon catheter was advanced for predilation of the lesion at 10 atmospheres for 15 seconds. Then the 2.75mm x 24mm promus element ¿ stent was advanced but was not able to cross the lesion. During manipulation, it was noticed that the stent struts opened. The device was removed and the lesion was again predilated using a 2x10mm unspecified balloon catheter. The procedure was completed using a 2.75mm x 20mm promus element ¿ stent with good result. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were stretched, distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the mildly calcified proximal left anterior descending artery. After a non bsc guide wire crossed the lesion, a 2x9mm unspecified balloon catheter was advanced for predilation of the lesion at 10 atmospheres for 15 seconds. Then the 2.75mm x 24mm promus element ¿ stent was advanced but was not able to cross the lesion. During manipulation, it was noticed that the stent struts opened. The device was removed and the lesion was again predilated using a 2x10mm unspecified balloon catheter. The procedure was completed using a 2.75mm x 20mm promus element ¿ stent with good result. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).